Event description:
It was reported that the patient with this right ventricular (rv) lead experienced infection and this rv lead had breakage or fractured. Subsequently, this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.